Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting high pacing thresholds and pacing impedance measurements greater than 2000 ohms due to a conductor fracture. The conductor fracture was verified through fluoroscopy. A revision procedure was performed and the lead was removed from service and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the polyurethane tubing was puckered approximately 470 and 475mm from the terminal pin, these appear to be the suture sleeve tie down sites. Resistance testing confirmed both conductor coils were fractured at this location. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.